Manufacturer narrative:
No product samples, videos were returned for investigation. However, an image was provided by the customer showing the involved product. A failure mode was not able to be identified with the image provided by the customer. Without the return of the reported sample, the complaint could not be confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending. A review of the device history record is also pending at this time.

Event description:
The complaint/event involved a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip. The device reportedly leaked when hooked up to an IV (intravenous) line with normal saline. There was no report of any human harm as a result of the complaint/event.